Event description:
Reference number (B)(4). Event occurred in italy. It was reported by the patient's infusion set fell off during use on (B)(6) 2024. The issue occurred with five similar types of infusion sets used for minimum 12 hours and maximum one day. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).